Manufacturer narrative:
(B)(4). Evaluation, results, (B)(4), other-retained kit testing met all specifications. Additional information was received regarding the investigation of this issue. Testing of the returned samples was performed on the abbott murex (B)(4) (total) and resulted in a reactive result from the sample drawn on (B)(4) 2009 and a non-reactive result from the sample drawn on (B)(4) 2009. Therefore; results obtained with the architect (B)(4) and the axsym (B)(4) assays aligned with the abbott murex (B)(4) (total). Based on these results, sample related issue could not be excluded and overall, this new investigation results did not change the outcome of the previous evaluation (architect (B)(4), ln 6c29 and axsym (B)(4) 2.0, ln 6c70-20 are meeting safety effectiveness and label claims)

Manufacturer narrative:
(B) (4) (B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the user noticed that the image from the scope appeared to be very fuzzy. The same unit was used to complete the procedure, but it was reported that it was not at optimal condition. The hospital did not report any pt complications.

Event description:
The customer stated that the axsym analyzer generated discrepant havab results from one patient. The first sample from this patient generated a reactive axsym havab result on (B) (6) 2009 that was repeated reactive twice on the same date. A new sample from the same patient generated a non-reactive axsym havab result on (B) (6) 2009. The discrepant results were not reported out of the lab, and there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Results: retained kit testing met all specifications. Additional information was received as described below: the two patient samples were returned for investigation. The first sample from this patient (drawn on (B)(6) 2009) was retested and generated (B)(6) results for both axsym havab and architect havab-igg. The second sample (drawn on (B)(6) was retested and generated (B)(6) results for both assays. It was not clear why discrepant results were obtained from samples drawn one day apart. Based on the investigation results, it was determined that both axsym havab, ln 6c70-20 lot 81109lf00 and architect havab-igg , ln 6c29, lot 73775hn00 are meeting safety, effectiveness and labeling claims.

Manufacturer narrative:
(B)(4). Evaluation results: retained kit testing met all specifications. An investigation was conducted in response to the complaint. Since no returned materials were available for the investigation, testing of a retained sample of the axsym havab 2.0 reagent was performed and met all package insert claims. The specificity panel for this reagent lots was also tested and results were within the assay specifications. A review of the complaint and the manufacturing records was performed for the lots in question and no issues were found related to this incident. A search for similar complaints was done for a three month period of time and no similar issues were identified for this reagent lot. No known reason was found to explain this issue, however, the customer was referred to the assay package insert (specimen collection and preparation) and (limitations of the procedure) to eliminate the possible causes for such inconsistent results. Based on the investigation results, no malfunction was identified related to this issue. This is a final report.